Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to be missing the battery door. The event history log was unable to be downloaded. The device underwent motor testing-error code 1870 was duplicated, confirming the reported customer complaint. This was a result of a disconnected optic switch, which was then re-connected optic to connector. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical cadd legacy had a lec 1870. No adverse effects reported.

Event description:
Information was received stating incident occured during testing; no patient involvement.